Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: thumb advancer failed to advance/difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using a starclose se device after an unspecified procedure. Reportedly, the thumb advancer failed to advance. An unsuccessful attempt was made to activate the safety release mechanism and the access ports. The device was ultimately removed and the method used to achieve hemostasis was not reported. There were no reported adverse pt effects. No additional info was provided.